Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient told physician she was not getting any pain relief. Declined meeting with a manufacturer representative for any reprogramming / troubleshooting. The patient's system was explanted on (B)(6) 2022. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.